Event description:
It was reported that the patient could not make adjustments with his patient programmer. There was poor communication. The patient changed the batteries, tried with and without the antenna, and the patient programmer had not been dropped or wet. There were new alkaline batteries inside of it. Since about a month and a half prior to the report, the patient started going to the bathroom more and had not been emptying. Around the same time, the patient fell down the steps on his tailbone. The patient had prostate surgery prior to getting his implantable neurostimulator (ins). The patient received a replacement patient programmer and also had not been able to communicate. The patient was going to follow up with his health care professional (hcp) because it was unlikely that his ins battery was depleted. There was an appointment scheduled with the hcp. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v223177, implanted: (B)(6) 2009, product type: lead. (B)(4).